Event description:
The clinical support specialist indicated he was informed by a physician at the facility indicated that one of his partners had used the barone jejunostomy catheter on a pt and it perforated the bowel. There was no serious injury to the pt. Several additional attempts to gather additional info were unsuccessful. It is unk if the pt underwent any additional procedures at this time.

Manufacturer narrative:
Pt and device codes: bowel perforation is labeled in the IFU. The complaint device will not be returned to assist in this investigation. Additional info was requested on the treatment of the bowel perforation, but no additional info has been received. The instructions for use (IFU) details the appropriate contraindications, precautions, and placement techniques. Additionally the IFU states: "caution: it is imperative that the internal obturator be removed. If left in place, the obturator's pointed end may perforate the bowel wall." Quality control requires verification that the correct tubing has been supplied and the distal tip is smooth and rounded. The description of the event states that the barone jejunostomy catheter perforated the bowel. However, additional info such as when the perforation occurred (during placement or during use) and how/if the perforation were treated was not available. Based on the limited info received we are unable to determine with certainty what may have led to the bowel perforation. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. No additional actions required at this time. Per qera, additional action is not required at this time based on the associated risk.